Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this pacemaker is exhibiting premature battery depletion (pbd). Reviewed battery history: the battery longevity estimate had fallen from 43% to 1% in approximately three months. Caller indicated that the patient did receive 3 shocks last month. Boston scientific technical services (ts) analyzed the data and confirm that the power consumption is increasing in a gradual fashion, consistent with the hydrogen premature battery depletion advisory. Device was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker is exhibiting premature battery depletion (pbd). Reviewed battery history: the battery longevity estimate had fallen from 43% to 1% in approximately three months. Caller indicated that the patient did receive 3 shocks last month. Boston scientific technical services (ts) analyzed the data and confirm that the power consumption is increasing in a gradual fashion, consistent with the hydrogen premature battery depletion advisory. Device was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information on d6b device explanted on (B)(6) 2022. Correction of b1 and b2. Correction of b5. H6 impact codes updated.

Event description:
It was reported that this pacemaker is exhibiting premature battery depletion (pbd). Reviewed battery history: the battery longevity estimate had fallen from 43% to 1% in approximately three months. Caller indicated that the patient did receive 3 shocks last month. Boston scientific technical services (ts) analyzed the data and confirm that the power consumption is increasing in a gradual fashion, consistent with the hydrogen premature battery depletion advisory. Device replacement is recommended. Therapy is available. No adverse patient effects were reported.